Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the biorad quality control values, run on the architect c8000 analyzer, were having a higher recovery than the biorad peer group values. There was no impact to pt management reported.